Event description:
The customer reported that the device locked up during operational check. There was no pt involvement; this occurred during testing.

Manufacturer narrative:
(B)(4): the device was evaluated at philips. The symptom was clarified as the device locked up at the shock button step in operational check. The problem was isolated to the processor pca. The processor pca was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer.